Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service kept getting a "battery communication timeout" errors. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received for investigation. A visual inspection noted that the right plunger case was cracked and the battery was missing. During the functional testing, a battery communication error was found during start up. The root cause was found to be that the battery was missing. A new battery was installed and the problem was resolved. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: b3: unknown, corrected data: health effects - clinical signs and symptoms or conditions: corrected; evaluation codes method: corrected.